Event description:
It was reported to lifecell that the patient had strattice placed during a bridge repair (5cm remaining defect) with device underlay while undergoing an exploratory laparotomy, lysis of adhesions and bilateral component separation on (B)(6) 2012. The post-operative course was uneventful. The patient was advised to use abdominal support post-operatively, but did not. On (B)(6) 2012, the patient was admitted into the ER. After a single episode of vomiting, the device was found to be torn down the middle. The repair was performed with vicryl mesh. The patient is home and doing well.

Manufacturer narrative:
Method of evaluation : -review of information reported to lifecell; -review of the device history records for the device; -review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: -lot s11028 met qc release criteria including mechanical testing, there were no deviations related to the nature of this complaint. -as of 08/28/2012, there were (B)(4) devices distributed, including (B)(4) devices reported as implanted as per returned ttrrs; one other similar complaint reported against this lot was reported to the FDA (ref: emdr 1000306051-2012-00036). Conclusion: the event is reported as serious injury that the device malfunction contributed to, but the patient's non-compliance with post-operative management, along with the episode of vomiting, directly contributed to the event. Internal investigation into the device history records of the lot revealed the device met qc release criteria including mechanical testing. Other text : device not returned.